Manufacturer narrative:
A review of complaints found no trends for the complaint issue. Return testing was not completed as returns were not necessary. The architect folate material data safety sheet (msds) section 8, exposure control/personal protection, outlines the requirements for personal protective equipment to be worn on use of this product. This includes but is not limited to eye protection. Wear safety glasses or other protective eyewear. If splash potential exists, wear full face shield or goggles. Section 4, first aid measures, outlines the action to be taken after eye contact as follows rinse open eye(s) cautiously with water for several minutes. Remove contact lenses, if present and easy too. Continue rinsing. Seek medical attention and appropriate follow-up. Wash hands after handling. Symptoms (such as pain) may be delayed and lead to underestimating the possible damage. Provide medical observation for at least 48 hours after exposure. The customer did not use the required eye protection prior to handling the architect folate pretreatment reagent 1. Based on this investigation, no product deficiency was identified the architect folate pretreatment reagent 1.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer states folate pretreatment reagent accidentally splashed into right eye during the preprocessing of analysis on architect i2000sr processing module. The eyes were cleaned and rinsed with water. The eyes were not irritated and discomfort. The customer was wearing ppe at the time of incident but did not wear safety glasses at that time. The customer did not seek any medical attention. No further impact to operator. There was no patient involvement.